Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was overheating. The customer had a high blood glucose level of 300mg/dl at the time of the incident and was treated using insulin pen. The current blood glucose level of the customer is 260mg/dl. Troubleshooting was performed and the insulin pump will not be returned for analysis.